Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer reverted to an alternate method of insulin delivery. The customers blood glucose (bg) level was over 500 mg/dl. Elevated bg was addressed by a manual insulin injections.